Event description:
Philips received a complaint on the suresigns vsi nbp/sp02/temp/wireless indicating that need to calibrate device to have more aligned readings; readings are fluctuating up and down. The device was not use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who reported that the nbp readings on the vsi were not consistent and inquired about calibration procedures. The rse provided the customer with the vsi service guide via email and informed them that nbp calibration instructions can be found on page 34 of the guide. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.